Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctors visits, subsequent procedures and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for repair of an incisional hernia, a ventralex hernia mesh was implanted to repair the hernia defect. On (B)(6) 2015: the patient underwent an additional surgery to repair the hernia defect and remove it. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain and suffering, doctors visits, subsequent procedures and was injured severely and permanently. Addendum per additional information provided: on (B)(6) 2014: patient was diagnosed with incisional hernia and underwent open repair with implant of ventralex mesh. Per operative notes, "honey combed hernia of 4 or 5 places were extracted, turning it into 1 large hernia. A ventralex mesh was placed into the abdominal wall and sutured.¿ on (B)(6) 2015: patient was diagnosed with recurrent incisional hernia and underwent open laparotomy with removal of mesh. Per operative notes, "omentum densely adherent to the mesh was taken down, mesh was totally migrated into the hernia sac and rolled on itself. The mesh and omentum were entirely removed. A synthetic mesh was then placed.¿ attorney alleges that the patient had adhesions, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It was also alleged that the patient had an additional surgery to repair the hernia and remove the mesh; permanent and severe scarring & disfigurement.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year 2 months post implant of ventralex, patient had adhesions, hernia recurrence thereby underwent mesh removal. Per op notes, "mesh was totally migrated into the hernia sac and was rolled on itself." The instructions-for-use supplied with the device lists adhesions, migration as possible complications. Updated fields: d6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.